Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user accidentally dropped the ilet, resulting in a cracked screen that prevented device unlocking while sleep/wake functions continued, and the user reverted to backup therapy while outside the united states until a replacement could be shipped domestically. Symptoms included no injury or adverse clinical effects. Outcomes included temporary interruption of ilet therapy with continued cgm use via the dexcom app or receiver and planned startup on the replacement device since data do not transfer. Investigation included collection of device history, verification of shipping information, and user guidance on shutting down the affected device and synchronizing data to the mobile app before return. Investigation of this device revealed physical damage to the display/user interface attributable to accidental impact, consistent with a screen failure of the pump handheld component. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage.